Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.